Event description:
The device was used during a low anterior resection. Reportedly, one day post operative, the anastomosis site leaked. The surgeon performed a re-operation and resected additional tissue to correct the condition. The hosp has reported the pt's condition is satisfactory.